Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable connector plug. The system operates as intended.

Event description:
The customer reported they could not connect the interconnect cable. No patient injury was reported.